Event description:
The customer reported that her olympus evis exera iii video system center was displaying error messages with multiple different scopes during an unspecified procedure. According to the initial reporter, she received a ¿no signal¿ error and a ¿light tunnel vision¿ error code. Reportedly, this failure did not result in any patient harm; however, the procedure was cancelled and had to be rescheduled.

Manufacturer narrative:
Following the customer¿s report, olympus scheduled for a field service engineer (fse) to visit the facility. That visit has not yet taken place. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the error was that of a xion endostrobe which was used in combination at the facility. Also, since it was confirmed that the sdi cable was damaged, it is likely that there was no output of the image signal (the screen became dark). This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, additional information has been added to h4. Olympus will continue to monitor field performance for this device.